Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg stopped communicating with external devices. A company representative met with the patient and confirmed that the ipg was completely drained and deemed it inoperable. Surgical intervention may be pending to replace the ipg.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.